Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of an unspecified rayner device. The event description provided states "lens loaded and inserted intraocularly but haptics were broken".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The iol was explanted from the eye following the observation of haptic breakage. A back-up iol was implanted successfully in the original planned surgery session without any adverse effect to the patient. The rayner sales specialist was notified of this report during a visit to the healthcare facility. All attempts to obtain additional information on the report during this visit and subsequent follow-up attempts have been unsuccessful. Without clear event details being provided and without the ability to examine the lens it is not possible for rayner to determine the root cause of haptic breakage.